Event description:
One device reported as having an alleged false positive result. Complainant reported performing multiple antigen tests with negative results. No addtional information provided from the complainant.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results. Molecular tests (lucira test) vs. Antigen tests: the complainant reported performing one lucira test (molecular test) with a positive result and multiple antigen tests with negative results. Molecular tests can detect the virus earlier, potentially before someone shows symptoms (detection as early as 3-5 days after exposure). Antigen tests require significantly more virus than molecular tests to detect a positive, increasing the chance someone is already contagious when detection is possible (detection as early as 5-7 days after exposure). However, with the limited information provided, it is unknown. Therefore, it is possible the lucira test (alleged false positive) likely detected the virus in the earlier stages in which require less virus than antigen tests to detect a positive result. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under (B)(4) check-it.